Manufacturer narrative:
Initial and final MDR (B)(4). - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusions set fell off during use on event on 01-march-2024. One infusion set has been used for 1 hour and other 4 were used for 24 hours.. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.